Event description:
Placement of bilateral breast implants on (B)(6) 2003, [375 cc smooth, round, moderate profile, saline implant placed in (right breast): mentor reference #350-1655, sn # (B)(4)]; [375 cc smooth, round, moderate profile, saline implant placed in (left breast): mentor reference #350-1655, sn # (B)(4)]. Symptoms have occurred gradually since then and now are extremely damaging and consisting of: achy pain under my left collarbone (resembling build up of co2), burning sensation across abdomen, achy/cracking bones, burning, tightening, choking-like pressure (left side) deep under breast radiating to my back, insomnia, chronic vaginal yeast fluid under eyes, swollen and inflamed eyes, bloodshot eyes, brittle-like feeling eyeballs, broken capillaries in eyes, clear blistering in left eye, blurry, hazy vision in both eyes, very strong sweet-smelling urine, non-stop, ringing in ears, thyroid issues, intermittent constipation, burning sensation in bladder resembling a uti (however uti tests x two negatives), painful bone spur on right side of right foot, mildly itchy bumps resembling mosquito bits on scalp, hair loss, coarse hair (straw-like) feeling; absorbs shampoo and conditioner differently achy pain now under my right collarbone (resembling build up of co2) as well, increasing waves of nausea, but not consistent. Punched in the stomach feeling, daily hangover feeling. Serious health occurrences of unknown etiology include: ¿mega liver measuring 24¿ observed on MRI in both 2017 and 2019. Elevated cpk blood lab levels .infarcted spleen (splenectomy (B)(6) 2017). Note: both breast implants are still inside of me awaiting my scheduled explant on (B)(6) 1010. FDA safely report ID # (B)(4). FDA received date: 02/06/2020.